Event description:
On (B)(6) 2012, (B)(6), error message "err del." Appeared on the display of rotaflow with (B)(4). The error message appeared on the display after completing the self-test upon booting up the pump. According to the end user, no unusual settings were selected for the machine (just the usual setting). The error message suddenly appeared once the clamp button was pressed. (B)(4).

Manufacturer narrative:
(B)(4). Per service report (B)(4), the flow measure board was replaced. (B)(4).